Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to be intact. Evaluation revealed the down keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Two battery compartment cracks were observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue; battery compartment damage, moisture ingress, and leaking; and a dim and discolored display screen. This report is made based on results of the investigation performed on (B)(4) 2015.